Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) display is flickering. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Checked the machine & found display of the machine is flickering. Then reset the connections of display board & video receiver board. Observed the machine for more than 1 hour & found machine is working ok. Display is working fine. All tests passed. Equipment handover to user in good working condition.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).